Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: the patient had elevated bg after she did not confirm an empty cartridge alarm that occurred at 4:50 a.m. Today, and went 3 hours without basal insulin. The time of day the pump was empty occurred during her highest basal rate for the day. Site and set change occurred 3 hours after alarm, as documented in prime history menu. Pump was primed at 7:57am. Mom reports a fasting blood glucose (bg) of 438 mg/dl today. Mom gave patient a shot via syringe of 15 units humalog. Bg climbed to 551 mg/dl 1 hour later. Prior to completion of this call, mom retested the patient and her bg is responding to shot and came down to 430 mg/dl. Patient has no symptoms and no ketones in urine. Mom states the site looks good. No bent or kinked cannula. No scar tissue/lumps. Customer technical support (cts) reviewed pump with mom. Time/date set correctly in pump. All settings reviewed and confirmed as correct. Tdd adding up with bolus and basal amount. Cts found the cause of the elevated bg this a.m. Was 3 hours without basal insulin. Mom agrees with this assessment. There is no indication of pump malfunction. This complaint is being reported because a patient on pump therapy experienced hyperglycemia subsequent to the use error of failing to address the empty cartridge alarm.

Manufacturer narrative:
Follow-up #1: date of submission 05/08/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: unable to duplicate the complaint, the pump information for the complaint date has been overwritten. The black box begins on (B)(6) 2015. Due to continuous use of the pump the black box data and histories for the event have been overwritten. Available daily insulin delivery totals correctly reflect the users programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Use error must be considered as user did not confirm the empty cartridge alarm. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.